Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that during bedside checks, the "day rn" and "night rn" noted medication bag "had suctioned (air sucked from the bag) together." The day rn had cleared pump prior to starting cisplatin. Fluid still present inside bag and chamber was full, pump volume showed 81ml left to infuse with 21 minutes remaining. Night rn went back in 10 minutes later, found bag and chamber empty and line had started to suck air; at this point pump reportedly still showed 27ml left to infuse and total volume infused was at 1110.25ml. At 1927 rn added 30ml to flush the line. Rn went back into room 5 minutes later to find back and chamber emptied. Total volume showed infused on pump 1127.44 ml. The ordered volume 1170ml. Rn contacted pharmacy to question why the bag had suctioned together and to inform of volume shortage. Pharmacy stated medication dose was added to fluid bag, therefore total volume should have matched what was ordered. Rn removed pump from patient room, tag with red tag, and place new pump in patient room before starting next chemo. Fellow notified of medication shortage, no plans to re-dose, will notify day team. This was reported to bd representatives during their site visit. There was patient involvement but no harm.